Event description:
Vent fail during use. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
A picture from the logfile entries on the date of event has been analysed. The log file contained no suspicious entries for the doe. There were no errors related to the reported vent fail. Hence, a reliable conclusion regarding the exact root cause cannot be made. The device was inspected on-site in follow-up of the event whereby it could be revealed that there was a problem with the so-called fresh gas decoupling valve - one of the valves that are necessary to control the ventilation cycles. Dräger has received complaints in isolated numbers in the past where a sticking of the valve disc of the so-called fresh-gas decoupling valve under conditions of excessive moisture in the pneumatic system has led to disturbed ventilation. The fresh-gas decoupling valve closes the fresh gas path during inspiration to ensure that the volume applied by the ventilator goes to the patient. If the valve can't be actuated properly due to adhesion effects produced by humidity, a certain part of the volume applied by a ventilator piston hub may escape backwards through the pneumatic system to ambient. This explanation may apply for the particular case but other conditions have to be taken into consideration as well. It is in the nature of things that a retrospective differentiation within the frame of a complaint investigation is not possible when the triggering condition is not present anymore. The replacement of the valve has solved the problem, no further problems have been reported; no patient consequences have reportedly occurred. The device is equipped with pressure and flow monitoring; alarms will be posted when deviations between expiratory measured readings and settings are detected. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
Vent fail during use. No patient injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.